Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was 99 mg/dl. A system check was performed and insulin was observed exiting the infusion set tubing. Additional troubleshooting was declined therefore the cause of the occlusion could not be determined. The customer was able to reconnect the tubing to site, and resumed pump therapy.